Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A visual internal inspection found evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The hp1 filter was removed and replaced. A simulated treatment was initiated and completed on the cycler with no issues noted. The cause of the observed dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
"."

Manufacturer narrative:
A follow up MDR will be submitted following evaluation. This event is 2 of 2 for the same patient on subsequent treatments.

Event description:
A peritoneal dialysis patient reported finding a fluid leak following treatment. During followup the patient's nurse reported he did not have nay adverse event due to the event.